Event description:
Cassette was hooked up backwards when placing the pump into the fanny pack. The distributor had the health care facility switch the tubing around. The distributor also reported that the surgery center had not been inserviced on the product. There were no reports of any adverse pt events associated with this malfunction.